Event description:
It was reported by the surgeon the the (1) er420 was fired across the mesoappendix initially and noticed that the clips crossed/scissored and pulled the clip off. The same thing happened with the second clip. The case was finished with the third clip and with no patient consequence.